Event description:
A surgeon reported a patient experiencing iris heme due to a haptic issue two years following intraocular lens (iol) implant surgery which was performed in 2004. In a follow-up, the surgeon reported "no problems" for two years then the patient had a retinal detachment with repair in 2007. Subsequently, the patient has had intermittent recurrent vitreous hemorrhages. The surgeon stated that the patient did not dilate well at the time of surgery and was uncertain if the haptic dislodged from the optic at implantation. The surgeon believes the lens is centered at present. He also reported that there is a transillumination defect on the iris. He believes the haptic may be stuck to optic and wonders if the mechanical action of the haptic rubbing on the posterior surface of the iris is causing the intermittent bleeding. He treated the patient with medication to dilate the pupil to relieve any potential chafing, but the pupil is still less than 4mm and the patient continues to have intermittent bleeding, with limited view of the iol. The surgeon continues to monitor the patient who was referred to a retinal specialist. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 12/14/2009, 12/16/2009, and 12/21/2009 by phone, fax, and mail. Additional information was obtained by phone. A completed questionnaire has not been received.